Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with polydipsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the pump had emitted ¿exceeded total daily dose¿ warning. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in an inadequate response to an appropriately emitted alarm.